Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified unspecified vessel in the left forearm. After crossing the lesion with a non-bsc guide wire, a 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation to the anastomotic part of the left forearm and wrist with retrograde approach. The balloon was initially inflated at 8 atmospheres for 60 seconds however, the pressure level decreased and based on the perspective image, a contrast leakage was suspected. The device was removed outside the patient. Upon inspection, a pin hole was found at the middle of the balloon. The procedure was completed with a 5x40mm pathblazer balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).